Event description:
Boston scientific received information that this right ventricular lead had dislodged into the atrium. There were no reports of loss of capture and the cardiac morphology of the rv channel looked like atrial fibrillation. Likewise, the patient presented symptoms of ill-complaint. All other lead diagnostics were found to be in normal measurements. Chest x-ray was performed but the results were unfeasible. The patient has been home and the product setting was programmed to biventricular trigger with ventricular rate regulation off in biventricular pacing. A lead revision was scheduled for this patient. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.